Event description:
It was reported the coil prematurely detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was discarded at the hospital.